Manufacturer narrative:
Follow-up #1: date of submission 05/09/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/20/2017 with the following findings: on investigation, the pump powered on with missing lines in the display field. The pump was opened for investigation; a failed display flex was determined to be the cause of the missing lines in the display. Investigation duplicated the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (line through display) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.